Event description:
Customer received troponin t results for three patient samples that are believed to not fit with the clinical picture of the patients. Troponin t result gave 0.437 ng/ml. No information provided to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
Customer received troponin t results for three patient samples that are believed to not fit with the clinical picture of the patients. Initial troponin t result gave 0.266 ng/ml. A second sample tested next day gave 1.120 ng/ml and a third sample tested on 01/07/2009 gave 0.895 ng/ml. None of the results were rechecked by the customer. No information provided to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.

Event description:
Customer received troponin t results for three patient samples that are believed to not fit with the clinical picture of the patients. Troponin t result gave 0.599 ng/ml. No information provided to determine if patients were adversely affected. If additional information is received, appropriate notification will be provided.